Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that preadmission patient records from four years prior were appearing on the medication list for the neonatal intensive care unit pyxis device. The technical support specialist (tss) made multiple attempts to contact the customer via phone and email to discuss the issue. Unfortunately, the customer could not be reached. As no further engagement had occurred, the case was being closed due to inactivity.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its preadmission patients from 4 years ago appeared on the med list for the nicu pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.